Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had calibration error alarms with the insulin pump. Customer also reported a change sensor alarm in the past. The customer also reported the sensor cannula was split in two pieces upon removal from their body. The customer also reported blood at site. Customer's blood glucose was unknown. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed the bicarbonate buffer test and the sensor failed with high readings. Found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.